Event description:
Additional information received from the healthcare provider (hcp) reported via the manufacturer's representative (rep) that following the revision the consumer was getting much better coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that the patient had gastric bypass surgery recently which resulted in rapid, drastic weight loss and the location of the implantable neurostimulator placement was now bothersome and uncomfortable. The patient was not getting the same coverage as before. All impedances tested within normal limits, and the patient was also having the percutaneous lead removed and the paddle lead inserted as it was his preference to have the MRI safe paddle lead. A relocation surgery of the implantable neurostimulator from the right buttock area to the left low back was performed on (B)(6) 2016, as well as the replacement of the percutaneous lead with an MRI safe paddle lead.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 97791, product type: accessory. Analysis was performed on the lead and found the lead cut 51.1 cm from the distal end with no proximal end returned. There were no shorts found between circuits and continuity was found to be acceptable. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an implantable neurostimulator (ins) pocket issue. The ins site was revised from their belt line to their mid-back on the left side because their pants would rub on the ins in the first location. This revision occurred at the same time that their lead was replaced and revised from a percutaneous lead to a paddle lead. The lead was replaced to obtain more therapy coverage as the coverage from the first lead was not ¿getting all their areas.¿ the lack of coverage since implant ((B)(6) 2015) led to the ins and lead revision surgery on (B)(6) 2017. It was also noted that adhesive discs were ordered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.